Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The reported issue (system notice 50008) was not reproduced during testing of the cryoconsole, but was confirmed through data analysis of cryoconsole bin files. Inflation issues were noted during testing of the console, and the low pressure regulator (lpr) and gauge were replaced, which resolved the issue. Suspected defective parts of the cryoconsole was returned for evaluation. Visual inspection of the stainless steel gauge showed that the low pressure gauge was pegged. Visual inspection of the lpr showed that it was intact with no apparent issues. Optical investigation of the lpr revealed presence of debris on the main valve seat, on the valve and on bottom surface of the lpr body. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.

Event description:
Information received by medtronic indicated that the user received system notice message 50008 (the system has detected a software error and stopped the injection) at the 7th injection performed during a cryoablation procedure. The user was able to continue and complete the procedure without any further issues. There were no patient symptoms or complications related to the event. Reportable based on analysis of returned console parts performed (B)(6) 2014, which showed a defective low pressure regulator.